Event description:
It was reported that patient had revision surgery approximately 26 months post op, due to pseudoarthrosis at one of three levels. The other two levels were noted to be fused.

Manufacturer narrative:
The device was returned to the manufacturer. A visual microscopic and macroscopic examination found no significant wear or evidence of corrosive attack. An sem examination found that the devices had a typical surface appearance with superficial mottling. In addition, device history records were reviewed. No documentation was found that would indicate a non conformance to specifications. Unable to determine the cause of the event.